Event description:
It was reported that an (B)(6) infant underwent bowel surgery on (B)(6) 2014 and suture was used. The surgeon reported that there was an extra piece of metal off the end of the needle. When the tissue pass was made the needle tore through the bowel. Additional information has been requested.

Manufacturer narrative:
It was reported that there was a burr off the end of the needle. Another like device was used to complete the procedure. The patient has since been discharged home. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a fin on the needle. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Based on information received there was no medical or surgical intervention performed. There were no adverse patient consequences.